Event description:
Dialysis circuit flushed with heparin 1,000 u prior to dialysis treatment start. When treatment started, complained of nausea, lips and face swollen, difficulty speaking. Dialysis ceased, dialyzer discarded. Benadryl 50 mg given IV, reglan 10 mg given IV. Sent to emergency room where he was given decadron 10 mg im and pepcid 20 mg po. No dyspnea, tachypnea, or hypotension. Observed, vs stable, released within 3 hours with no further complaints. Two lot numbers of recently recalled baxter heparin 1,000 u in stock at this time: lot # 047056 in stock 2007, and lot # 107024 in stock since 2007. Dates of use: #1: 2007 till used. #2: 2007 -- 2008. Diagnosis or reason for use: #1 - dialysis. #2: dialysis. Event abated after use stopped: #1 no. #2 no.